Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly. Customer¿s blood glucose was 338 mg/dl. Troubleshooting with tandem technical support, indicated that the pump battery was depleting as expected based on customer usage. However, customer maintained that there was an issue with the pump battery. Customer continued to use the pump for insulin therapy.